Manufacturer narrative:
(B)(4). Date of event corrected to (B)(6) 2017. Date of the report corrected to 09/04/2017. These sections were corrected as the sales rep had reported the incorrect month for the event date and aware date.

Event description:
The customer alleges that the catheter leaked (medical agent) during use.the catheter was replaced without issue.

Manufacturer narrative:
(B)(4). The customer returned one catheter for investigation. The sample was initially examined without magnification. The catheter showed evidence of use but no defects or anomalies were observed. After leak testing, the catheter body was examined under magnification. Microscopic examination revealed a thin slice in the catheter body. The appearance was consistent with being cut by a sharp instrument. The catheter was found to be leaking 129 mm from the distal tip. The catheter was attached to a 5 ml lab syringe filled with water. The plunger was depressed, and water exited out the distal end as well as leaking out the cut on the catheter body. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of a catheter leak was confirmed through visual and functional testing of the returned sample. The catheter body leaked from a slice consistent with being cut by a sharp instrument. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the appearance of the leak site and the time of discovery, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the catheter leaked (medical agent) during use. The catheter was replaced without issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the catheter leaked (medical agent) during use. The catheter was replaced without issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the catheter leaked (medical agent) during use. The catheter was replaced without issue.